Event description:
Customer called to report a low battery life and stated that the insulin pump stopped without warning. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: intermittent blank display and unexpected low battery alarm due to corroded battery cap contact. Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. (B)(4).